Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal sts plus carrier tube was returned for product evaluation. The poly-foil pouch and bypass tube were not returned. No other accessory components were returned. Visual inspection revealed that the anchor was fully exposed at the distal tip and there was no bypass tube present. The collagen at the distal tip appeared swollen. There was no damage or deformation noted on the carrier tube assembly. No other visual anomalies were noted. Functional testing was not possible since the bypass tube was not returned based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 8 fr. The puncture site was on the right common femoral artery. The vessel diameter is unknown. There was no health damage to the patient. There were no other devices or equipment being used with the reported product.